Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. A root cause is not established. All information reasonably known as of 14 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a patient's feeding tube snapped. There was a piece of tube 4.5 cm long that had snapped off. The remainder of the tube and balloon are inside patient's abdomen. Care staff inserted a new tube and started using it. They have been advised to stop using the tube and to take the patient to accident and emergency so the remnants of the broken gastrostomy tube can be removed.